Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 95% stenotic lesion was located in the calcified and highly tortuous mid left anterior descending artery. The physician advanced the 1.5x20mm apex otw balloon catheter to the lesion and when the balloon was inflated it "ruptured at a nominal pressure". There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device and the deployment of a stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.